Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting a lack of capture, for which the cause was not established but it was noted the patient under a cardioversion procedure which could explain the issue. A new device was implanted. No additional patient effects were reported.